Event description:
Attorney for consumer alleges that during middle of transfer, the straps allegedly broke, and consumer allegedly fell and broke leg. Unknown if lift is hydraulic or ac powered. Serious injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model unknown, serial number/date code unknown. No information provided as to whether this lift is hydraulic or ac powered. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.